Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the preparation of the xtw clip (B)(6), late air was observed during the final torque and translation step. The issue was able to be resolved and the clip was implanted. To further reduce mr, an additional xtw clip (50411r1046) was prepared. The clip also experienced late air during the final torque and translation step. The issue was able to be resolved and the clip was transferred over to the patient table. Prior to inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was observed in the sleeve lumen of the cds traveling proximal to the distal end. The device was deaired again and was able to be resolved. The clip was then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the preparation of the xtw clip (B)(6), late air was observed during the final torque and translation step. The issue was able to be resolved and the clip was implanted. To further reduce mr, an additional xtw clip (B)(6) was prepared. The clip also experienced late air during the final torque and translation step. The issue was able to be resolved and the clip was transferred over to the patient table. Prior to inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was observed in the sleeve lumen of the cds traveling proximal to the distal end. The device was deaired again and was able to be resolved. The clip was then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.